Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specifications. Unable to determine cause of the event.

Event description:
It was reported that the patient with spinal stenosis underwent a procedure for implant of peek interbody device at l4-5 via plif. Reportedly, subsidence of both cages into l4 vertebral body was observed by images. The surgeon tried to correct the placement, but he failed. As a result, the surgeon opted to complete the procedure without correction of the cage placement. There were no patient complications.